Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported loss of suction. The device was being used to suction the pt's airway. After an unspecified length of time in use, a loss of suction was noted. The suction liner was replaced and the suctioning was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.